Event description:
Loss of osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, radiation tx-head / neck area, xerostomia, immediate implantation, infection.